Event description:
It was reported that patient's blood glucose decreased to 44 mg/dl while wearing the pod. Upon review of the pdm it was noted that an unprogrammed bolus had been delivered. According to the caller while she was at work she noticed her blood sugar was decreasing, and she checked her device which showed a 9 unit bolus of insulin was given. The customer managed this by drinking juice, eating some bread and pausing her insulin delivery for approximately 1.5 hours. The device history logs and return of the physical device have been requested for further investigation and analysis. If additional information becomes available post market safety will review this case further.

Manufacturer narrative:
The case description states that the user received an unexpected bolus of 9 units. The engineering logs from the date of occurrence were overwritten due to continued use of the system. Inspection of the audit log files shows the 9u bolus delivered on 14mar2024 and shows that no carbs or bg values were entered and the confirm bolus button on the bolus calculator was pressed to deliver the bolus. No evidence of an uncommanded bolus was observed in the available log files. The returned controller was paired to an unused pod and was able to successfully program and deliver a bolus and act as expected to different egv inputs in automated mode. No problems were found with the returned controller and no uncommanded boluses were delivered during the investigation.